Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) / elective replacement indicator (eri) earlier than anticipated and did not meet the expected longevity. It was noted that the patient had received a large number of shocks for true ventricular tachycardia (vt) over the life of the device. The device was extracted and replaced. No patient complications have been reported as a result of this event.